Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. A melted ultem is due to the interruption of saline, by insufficient flow of saline used during the preparation or during the procedure of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It reported that there was unstable speed. A 1.50mm rotapro was selected for use an percutaneous coronary intervention (pci) procedure of the left anterior descending (lad) diagonal artery. A non-bsc hemostatis valve was used. During the procedure, there was a sudden increase in speed from 153,000rpm to 235,000rpm. After it was noted, the procedure was stopped. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It reported that there was unstable speed. A 1.50 mm rotapro was selected for use an percutaneous coronary intervention (pci) procedure of the left anterior descending (lad) diagonal artery. A non-bsc hemostatis valve was used. During the procedure, there was a sudden increase in speed from 153,000 rpm to 235,000 rpm. After it was noted, the procedure was stopped. There were no patient complications reported and the patient's status was stable.